Event description:
Reported alleged blood glucose measured 227 mg/dl and when calling the doctor to alert them to high reading, customer was placed on insulin as a result. Customer stated not having any high blood glucose symptoms, so went to the doctor to test glucose. Reporter stated customer's meter read 236 mg/dl compared to the doctors' meter of 103 mg/dl when testing was performed 1 minute apart. As a result, customer was reportedly hospitalized for two days for observation, however, no other actions were taken or treatment received outside of normal insulin, customer is currently taking. A request was made for the return of the subject device and replacement product was sent.